Event description:
Home patient reports leak in cassette of homechoice set during automated peritoneal dialysis treatment. Home patient noted moisture inside chamber of homechoice machine while troubleshooting a reload set alarm. Home patient discontinued treatment and reports no injury or medical intervention.